Event description:
It was reported that the wire became wrapped with the stent and broke off, requiring snare for removal. A 5.0mmx19mmx150cm express sd renal/biliary stent was selected for mesenteric stenting. However, during deployment, it was noted that the stent and wire became wrapped and broke off. The broken pieces of the stent and wire were snared out and the procedure was completed using an alternate device.

Manufacturer narrative:
D2b - pro code (product code): fge, nin. G4 - premarket / 510(k) #: k152607, k162404, p060006.